Event description:
His one touch ultra meter was not proceeding to the apply blood sample symbol. The medical affairs specialist (mas) sent a letter to the pt because he could not be reached via phone. The pt said the issue with his meter had been going on for about two weeks. He said he felt his blood glucose level was high; the pt's specific symtpoms were not provided. He attempted to test with the meter and did could not obtain a reading. He gave himself an insulin injection, but still felt as though his blood glucose level was high. The pt went to see his doctor. Results obtained at the doctor's office were not provided. The pt was treated with an additional insulin injection at the dr's office; the insulin type and dose were not provided. The customer service agent (csa) noted that the meter displayed the flashing date and time message, indicating that the meter had lost power and required the meter date and time to be set. The csa trained the pt on setting the time, date, and units of measurement to resolve the issue. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the pt was unable to test with the product and subsequently got insulin treatment from a medical professional.